Manufacturer narrative:
Reported event of defective device, capturing and pacing problem, pacing impedance anomaly and header connection problem was not confirmed. Visual inspection on lead cavity did not find any cloudiness. Septum, setscrew and contact spring were also inspected and did not find any anomaly that could contribute to issues experienced in the field. Telemetry, impedance with different configurations, pacing and high voltage output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
Prior to the implant procedure, the header of the device appeared to be cloudy. The physician proceeded with the implant procedure, however, they experienced difficulty connecting the left ventricular (lv) lead to the header of the device. After multiple attempts, the lv lead was able to be connected to the device, however, high pacing impedance and a loss of capture were noted on the lv lead. A header anomaly was suspected to be the cause of the event. The device was explanted and replaced to resolve the event. The patient was in stable condition.